Event description:
It was reported prior to using the bd a-line¿ the user noted a mix of product within the box, the one syringe seemed wider in diameter than the other syringes in the box. No health impact or consequence reported.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd a-line¿ the user noted a mix of product within the box, the one syringe seemed wider in diameter than the other syringes in the box. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: material #: 365060; lot/batch #: 3186085. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for two syringes in one unit pouch was observed. The failure mode of mixed catalogue numbers was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of two syringes in one unit pouch and mixed catalogue numbers were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode two syringes in one unit pouch. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.